Event description:
A valiant captivia stent graft system was implanted in the patient for the endovascular treatment of 67.9mm diameter thoracic aortic aneurysm. It was reported that no issues were found after the procedure; however, the follow-up CT on the day after the procedure, showed that a type b dissection had developed. A mild type a dissection was also observed, but the physician decided to monitor the clinical course because thrombotic occlusion had developed. Two weeks later, a CT scan was performed again, and enlargement of a false lumen was observed at the type a dissection area. Therefore, blood vessel prosthesis implantation was performed for the ascending aorta by thoracotomy, and the device was connected to the existing stent graft. After the intervention, no issues were detected. Per the physician the cause of the event remains unknown; however, the physician stated that the patient¿s vessel anatomy and condition might not have been well. Also, the original vessel diameter had already exceeded 40mm, so the physician was aware of the risk. No additional clinical sequelae were reported and the patient will be monitored by their physician.